Event description:
A complaint was reported to boston scientific corporation on a zero tip retrieval basket used during a procedure on (B)(6) 2012. According to the complainant, during the procedure the basket broke off about 2-3cm below the basket cage while removing a stone from the kidney. The physician retrieved the detached basket and completed the procedure with another of the same device. A laser was used during the procedure, but not while the basket was in use. There were no patient injuries as a result of this event and the patient's condition post procedure was fine.